Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, defect in the external sphincter complex, enterocele, and rectocele. It was reported that following insertion the patient experienced pain, erosion, bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision, cystoscopy, colporrhaphy, perineoplasty, sphincteroplasty on (B)(6) 2012 for stress urinary incontinence, mesh exposure, cystocele, urethral hypermobility, perineocele, incomplete defecation, feces incontinence, anal sphincter tear (old) and rectocele. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence, frequency, nocturia, weak urine stream and post-void dribbling. (B)(4).

Event description:
It was reported that following insertion the patient experienced stress urinary incontinence, frequency, nocturia, weak urine stream and post-void dribbling.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05281. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence and frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bulging, fecal incontinence, fecal urgency, urinary leakage, decreased vaginal tone, bladder pain, and urgency.

Event description:
It was reported that following insertion the patient experienced vaginal bulging, fecal incontinence, fecal urgency, urinary leakage, decreased vaginal tone, bladder pain, and urgency.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed in 2008 and 2010 and mesh was used at each surgery. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.